Event description:
Emergency trach change was done using aseptic technique. Old trach was removed and new trach of the same kind (B)(6) was inserted. Stoma was cleaned with iodine. Patient was hyperoxygenated/suction before and after procedure. Stoma is intact and there was no bleeding noted. No sob(shortness of breath) or respiratory distress was noted. Patient tolerated procedure well. Spo2 100% on 24% fio2 and rr(respiratory rate) 18. Supervisor received report from lead next morning saying the cuff was blown.